Event description:
A pulmonary vein isolation was performed with achieve and arctic front catheters and the flexcath steerable sheath. The physician reported difficulties with the transseptal puncture due to big aorta. Upon the switch from the transseptal needle to the flexcath sheath, the physician reported difficulties in getting the flexcath sheath through the septum, which took power and, as per the physician, possibly caused the pericardial effusion that was later observed. During the first ablation of the left common pulmonary vein, there was a short st elevation. During ablation of the right superior pulmonary vein, isolation was reached after 19 seconds, but the ablation was stopped due to loss of stimulation of the diaphragm. The physician then attempted to maneuver to the right inferior pulmonary vein but had difficulty reaching it and punctured the roof of the left atrium with the achieve catheter. Tee showed a small pericardial effusion (0.5 cc). Protamine was given to the patient since heparin had been previously administered. The procedure was stopped and the catheters were taken out of the left atrium. Tee then showed a big pericardial effusion. An initial pericardial puncture was attempted without success. An intervention cardiologist then performed a successful puncture and aspirated 100 cc of dark red blood. A third parasternal puncture was done and the hemodynamics recovered and the pericardial effusion decreased. The patient was stable and able to communicate and was transferred to ICU/ccu.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.